Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. No further information is available at this time, therefore resmed is unable to confirm the alleged malfunction. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) related to pressure measurement and failed to complete its internal self test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. The pneumatic block was replaced to address the issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to contamination of the device pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) related to pressure measurement and failed to complete its internal self test. There was no patient harm or serious injury reported as a result of this incident.